Manufacturer narrative:
A retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specs. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specs. Please note that bleeding is one of the known complications of vascular surgery, as mentioned in the instructions for use. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.

Event description:
It was reported that on (B)(6) 2011, during a femoro-popliteal bypass procedure, significant bleeding occurred upon completion of proximal anastomosis and placement of clamp at distal end of graft. The surgeon continued with distal anastomosis, however, the graft continued to leak, resulting in significant blood loss. The pt was transfused and administered thrombogenic agents. The bleeding through the graft lessened and the pa was instructed to close the incision. Later that afternoon, the pt was again transfused. On (B)(6) 2011, the pt was brought back to the operating room for explant of the graft. The graft was replaced with another device. On (B)(6) 2011, it was reported that the pt had not required further transfusions and was recovering well.